Event description:
The customer called the gambro's intensive care on-line network reporting that during a treatment on a prisma machine the set appeared to have clear fluid in the filter. There was not pt injury or medical intervention warranted in this event. The treatment was discontinued, staff set up a new set and treatment was resumed. The blood was not returned to the pt. According to the clinic the machine did not generate any alarm. Facility's intensive care stated that she had experienced multiple clotting problems throughout this pt's treatment as a result of pt's disease process. It was explained to the customer that a clot catching in the access pressure pod could cause the pressure to appear stable and not trigger an alarm. The pt was not receiving anticoagulant therapy during her treatment.